Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that an external fluid leak was observed from an unspecified location of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set replacement pump segment was disconnected from the support plate, which allowed the reported leakage. A non-homogenous mark of solvent was visible on the tubing of the pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the inadequate application of solvent during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.